Event description:
Same case as MDR ID#2134265-2015-04415. It was reported that burr stuck on wire. A 1.50mm rotalink¿ burr and rotawire were selected for treatment. During the procedure, at a maximum speed of 90,000rpm, abnormal noise was observed. It was also noted that the burr was unable to be removed from the wire. Both devices were removed as a unit from the patient. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefor,e a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).